Event description:
The cause of the event was unknown, possibly due to changes in position. It was unknown if the event was due to the implantable ne urostimulator (ins). It was unknown if the event was due to the leads, no impedances were noted. Reprogramming occurred (B)(6) 2013, the pulse with was increased, programs were changed, and impedances were checked and within normal limits. No hospitalization was required due to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 387445, lot# va07ee8, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. Product ID: 387445, lot# va07ee8, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID: 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that stimulation was quitting and starting by itself. The reporter stated that the patient could raise his arm, twitch his eyes, or just be standing and stimulation would change. The stimulation change was reportedly "extreme" even with the slightest movement. It was noted that the patient was programmed twice and was just at an appointment the day prior to the report. The patient had an appointment scheduled with the health care professional on (B)(6) 2013. Approximately a week later, it was reported that the patient experienced a fading sensation as well as an overstimulation sensation. The reporter stated that the stimulation sensation would turn off and then come back on and be "too strong". The stimulation was not actually turning off as it was verified that the stimulation was still on when the stimulation sensation was absent. It was noted that the stimulation changes didn¿t appear to always be related to positional changes that would change with adaptive stim (as). The patient had not been reprogrammed as the patient indicated that the coverage was perfect. It was noted that the manufacturer's representative was going to give the patient a group that could be operated manually. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient was still having concerns regarding his device or therapy but was working with his doctor or medtronic representative. No appointment dates were provided.